Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. A visual inspection found the balloon to be completely detached from the catheter shaft. Additionally, the proximal marker band was dislodged distally. Therefore, the investigation is confirmed for balloon detachment and dislodged marker bands. The exposed inner guidewire lumen was examined and was found to be stretched, likely indicating retraction issues. Therefore, based on the stretching and detached balloon the investigation is confirmed for retraction issues. The investigation is also confirmed for fiber disturbance as frayed fibers were noted on the distal shoulder of the balloon. However, the investigation is inconclusive for the reported balloon rupture as no apparent ruptures were noted and as the balloon was unable to be functionally tested due to the detachment. It is possible that a balloon rupture could lead to retraction issues through an introducer sheath. It is likely that the retraction difficulties identified contributed to the balloon detaching and the marker band dislodging. However, the definitive root cause for the reported or identified issues could not be determined based on the available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during an angioplasty procedure in the left iliac vein, access was gained through the popliteal, the pta balloon allegedly ruptured during the fourth inflation attempt at 8atm. It was further reported that there was difficulty retracting the balloon through the 9fr sheath. Upon removing the balloon, the catheter shaft allegedly detached and was removed over the guidewire without issue. Fluoroscopy showed that 90% of the balloon was stuck inside the 9fr sheath. The health care provider decided to pull the 9fr sheath out of the patient. It was further reported that the balloon was protruding through the access site. The health care provider was able to grab the balloon and remove it successfully from the patient. A 10fr sheath was then placed over the guidewire to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the left iliac vein, access was gained through the popliteal, the pta balloon allegedly ruptured during the fourth inflation attempt at 8atm. It was further reported that there was difficulty retracting the balloon through the 9fr sheath. Upon removing the balloon, the catheter shaft allegedly detached and was removed over the guidewire without issue. Fluoroscopy showed that 90% of the balloon was stuck inside the 9fr sheath. The health care provider decided to pull the 9fr sheath out of the patient. It was further reported that the balloon was protruding through the access site. The health care provider was able to grab the balloon and remove it successfully from the patient. A 10fr sheath was then placed over the guidewire to complete the procedure. There was no reported patient injury.